Manufacturer narrative:
Patient codes: 2199 labeled. Device codes: 1494 labeled. Internal file number - (B)(4). Device code 1494 - indication for use. Evaluation summary: a visual inspection was performed on the returned device. The reported guide wire break was unable to be confirmed. It should be noted that per instructions for use, hi-torque guide wires, insheet style ce/FDA, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported violation of the IFU did not cause or contribute to the reported complaints. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a pulmonary artery. A 018 steelcore guide wire was used during the procedure and it was noted that the tip coils became unraveled., the core remained intact and the guide wire was still in one piece. There was no resistance noted during advancement. The procedure was still completed successfully with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.